Manufacturer narrative:
Concomitant medical products: mz1000-07, therapy date (B)(6) 2018. The customer¿s report of leaking at the connection was not confirmed. The sets were visually inspected and no anomalies were observed. Functional and pressure testing resulted in no leaks at the connection or anywhere else throughout the set. The set's female luer port was measured and found to be within iso standards. The root cause of the customer's report was not determined.

Event description:
The customer reported a lipid infusion at 2 ml/hr. Was leaking at the connection of the tubing to a maxzero and this caused the other connecting infusions to backup into the lipid tubing and leak. The other infusions were fentanyl, versed, vecuronium, prostaglandins, dopamine and phenylephrine. While these other medications were not infusing, the patient was active and responsive rather than sedated; the patient remained stable with no lasting harm or medical intervention as a result of this event.